Event description:
It was reported that the customer got a motor error alarm and a motor position encoder error alarm. Customer cleared the alarm and the pump showed off/no power alert. Customer also had a battery out limit alarm and the battery had not been out longer than 10 minutes. Customer changed the battery and customer received another motor error alarm. The reservoir showed empty and the customer got a check settings alarm. Customer's blood glucose level was 280 mg/dl. Customer stated that it may have been high due to not getting insulin. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin was unable to verify alarm in the alarm history due to history file overwritten. The insulin pump was unable to perform occlusion and excessive no delivery test due to motor error alarm. The insulin pump received with normal operating currents. No unexpected battery out limit or off no power alarm noted. The low battery alarm functioning properly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.